Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set up or inspection a guide pin 3.2mm x 343mm was bent when it was taken out of the package. This was reported during inspection; therefore, there was no patient involvement.

Manufacturer narrative:
H3, h6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device is bent. It was returned unused with its opened original packaging. The outer box is heavily damaged and it appears to have been bent to the point where it tore. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include packaging damage in transit or storage. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary.